Event description:
As reported by (B)(6), md: "this is a very sick pt (B)(6) with now severe rv dysfunction. He was placed on epoprostenol two days ago. He was overall tenuous, but relatively stable today. At some point, he developed significant desaturation (spo2 approx 80%), which was not amenable to ventilator changes and standard therapy. This was verified by blood gases, and his pao2 was around 45 mmhg. He subsequently developed ventricular arrhythmias and hypotension, for which we had to increase vasoactive support. We perform a gee, a chest x-ray, and an emergent bronchoscopy, all without any findings that we didn't already know about. I was about to take this pt to the CT scanner for a contrast CT of the chest to rule out a pulmonary embolism, when the two respiratory therapists figured out that the epoprostenol chamber was dripping and the delivery channel was obviously clogged off...the pt must have had no epoprostenol for while and probably developed such bad rebound pulmonary hypertension that his rv just could not handle it. It was impressive how quickly conditions changed after he was put back on with a new drug chamber."